Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the instrument and determined that there was a base fluid spilled on the global input/output board (giob) which damaged the valve functions. The cse replaced the giob and rinsed the system. The cse ran quality controls, which were within range. The cause of the discordant, false (B)(6) confirmatory (B)(6) results on two patient samples was due to faulty giob. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, false (B)(6) confirmatory (B)(6) surface (B)(6) results were obtained on two patient samples on an advia centaur xp instrument. The discordant results were not reported to the physician(s). The sample was initially tested on the same instrument with the (B)(6) surface (B)(6) method, resulting (B)(6) for the presence of (B)(6). The samples were repeated after troubleshooting, resulting (B)(6). The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false (B)(6) confirmatory (B)(6) results.